Manufacturer narrative:
At this time, product data has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. An attempt to replicate the complaint using a freestyle libre sensor with ios/fsll version 2.5.3.3088 was performed and sensor was able to be successfully scanned. Complaint could not be replicated and no issues were identified with application. If the product data is returned, an investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device. The customer reported an unexpected application error and as a result, on (B)(6) 2021, the customer experienced unspecified symptoms of hypoglycemia and received medical treatment by an unspecified third-party. However, no additional information was provided as the customer ended the troubleshooting process. No further information was provided. There was no report of death or permanent injury associated with this event.